Event description:
It was reported that this patient received an external shock for ventricular tachycardia (vt) below the rate cut off. In another episode, the third anti-tachycardia pacing series, accelerated the vt to ventricular fibrillation (vf) and shocked the patient out of the arrhythmia. The field representative was to reach out to the physician for reprogramming guidance. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.